Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue was happening with multiple scopes. The customer was advised to check that brightness was on auto and the brightness scale was set to 0, but the image was still dark and nothing could be seen. Iris peak was set to auto and the customer had already tried changing the light source interface and digital light source cables. Tac recommended sending the device for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the device was not returned to olympus for evaluation, a definitive root cause of the light source being too dark was unable to be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the evis exera iii xenon light source was too dark as the scope went deeper into the patient. The issue occurred during a diagnostic upper gastrointestinal procedure. The procedure was delayed, which results in the remaining cases for the day being delayed. The device was used to complete the procedure. There were no reports of patient harm. Reports are being submitted on the video system and light source. An additional report for the light source was submitted due cases at the site being delayed. Please refer to the following reports: patient identifier of (B)(6) is related to model number: cv-190, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: clv-190, serial number: (B)(6).